Manufacturer narrative:
Technician stated when he engaged the brake/steer petal into brake, the foot brake casters do not hold in brake. Gave part #(B)(4) brake caster. Technician stated he found a brake steer caster (with green dot marking) was mistakenly put on this bed. Unit has 5th wheel. No steer casters. Replaced the brake/steer caster with the correct caster to resolve this issue.

Event description:
Complaint alleged that the foot brake casters do not hold in brake. No injury reported.